Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during basal/bolus attempt. The blood glucose reading was 145 mg/dl. The customer was able to rewind the device. Advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. Nothing further reported.